Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been going to the bathroom more. Patient also reported that they fell and their former health care professional told her 'it was affecting the interstim inside'. And that is why the ins was replaced. No further complications were noted or anticipated